Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they are trying to readjust and they are getting poor communication. Last time they were able to communicate was two weeks to a month ago. Patient will ask her husband once a month to change the settings. He said, in all this time he doesn't think they have had the stimulation to the point that she feels it. She is around 1.4volts or 1.6volts. He never turns it down more then 1/10. He said he had it reversed the whole time. If she was leaking he would decrease the stim and if she wasn't going he would increase the stimulation. Patient services asked if she has got relief from the therapy and he said yes. Agent did not ask about the circumstances that led to the reported issue. Patient services had the caller see if he could fee the stimulator. He said, he could feel a knot below the incision on the left side. Patient services had him put the antenna over the stimulator and he got poor communication. Had him put the antenna inch below incision, over the incision, and above the incision. The caller got poor communication. Also tried with out the antenna and got poor communication. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Patient services told the caller that the stimulator might have reached the end of life.